Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2009 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2208-50, serial number: (B)(4), batch/lot number: 173601, model/catalog description: st linear lead 50cm. Model number/catalog number: sc-3138-25, serial number: (B)(4), batch/lot number: a08432, model/catalog description: lead extension kit 25cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients stimulator did not work. The patient underwent an explant procedure. No further information could be obtained.